Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The patient stated that, on (B)(6) 2019 while he was asleep, he had a hypoglycemic event and did not wake. His coworkers noted that he didn't show for work or answer his phone, so emergency medical services (ems) was called. Ems treated the patient with fluids via intravenous (IV) therapy and an unspecified medication to raise his blood glucose. Post-treatment by ems, his bg was 250 mg/dl, but his cgm displayed 110 mg/dl. Prior to the event, the patient reported that his cgm did not alarm and that the cgm value was never below 75 mg/dl, his low alert threshold. Further contact was made with the patient on (B)(6) 2019 and the patient stated that he was transported to the emergency department (ed), evaluated and discharged from the ed. He does not recall what medication he was given to increase his blood glucose. Once he was alert, he was given juice. At the time of contact, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.